Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call on the instrument. The cse also replaced the in-line check valve and checked the vacuum valve. The cause of the discordant vancomycin result is unknown. The cse ran a precision test and successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely low vancomycin (vanco) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s). The sample was repeated two times on an alternate system. It is unknown as to which repeat result was the corrected result reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant vanco result.